Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. The event history log (ehl) was unable to be extracted due to the occurrence of an error (error 1210). No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not replicated. The root cause was anomaly in the component (the microprocessor board). The microprocessor board was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the number of doses administered increased, but the number of effective doses did not increase. The event occurred during patient use at the facility. There was patient involvement and no patient harmed reported.